Manufacturer narrative:
(B)(4).

Event description:
It was reported that no alerts on the mobile app occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Charge and boot was performed and passed. Functional test was performed and passed. Sound test was performed and passed. A review of the share logs was performed and the allegation was not found within the investigation window. The allegation was not confirmed